Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced breast implant illness. Updates to the file: the patient codes for the left side breast pain and paresthesia were removed and patient code generalized illness was added. The right side patient codes no signs, symptoms or patient involvement and no patient consequence to serious injury were removed and the patient code generalized illness was added. No product quality issue code was removed and adverse event code was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 475cc on the left side and with unspecified saline mentor device on the right side and experienced left side implant pain, radiating under armpit to the back of shoulder. Patient also feels pulling and tightening to the back of her neck, feels like pinching nerve. The patient experienced bilateral breast pain and paresthesia on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.